Event description:
While closing, physician noted the tip of the suture broke off into pt. Tip of suture was found and no apparent injury occurred. However, physician is concerned that pts could become infected if this continues to happen or if tip of suture had not been found. Reason for use: post-operative suture placement. Event abated after use stopped or dose reduced: yes.